Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the error occurred due to a printed circuit board assembly. The programmer powered up as required with a known good board. (B)(4).

Event description:
It was reported an error code displayed. The programmer was returned for repair. No patient complications were reported as a result of this event.